Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and heavily calcified left anterior descending artery. A 2.25 x 38 synergy drug-eluting stent was advanced to treat the lesion. However, the stent struts were damaged while trying to cross the lesion. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on 5th and 6th proximal end of the stent were lifted and pulled distally and on the 11th distal row, a stent strut was lifted on one side and bent in a distal direction. There were no broken or fractured stent struts evident during device examination. The undamaged section of the crimped stent outer diameter (od) was measured and is within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and heavily calcified left anterior descending artery. A 2.25 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent struts were damaged while trying to cross the lesion. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.